Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("leiomyoma of uterus"). The patient was treated with surgery (essure removed by hysterectomy (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the medical device removal and uterine leiomyoma outcome was unknown. The reporter considered medical device removal and uterine leiomyoma to be related to essure. The reporter commented: patient received treatment for leiomyoma of uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test not done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury nos updated to event medical device removal; event uterine leiomyoma and confirmation test not performed were added. Patient demographic details, reporter and product information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), was found to have uterine leiomyoma ("leiomyoma of uterus") and experienced infection ("infection") and abscess ("abscess"). The patient was treated with surgery (essure removed by hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the medical device removal, uterine leiomyoma, infection and abscess outcome was unknown. The reporter considered abscess, infection, medical device removal and uterine leiomyoma to be related to essure. The reporter commented: patient received treatment for leiomyoma of uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. New events infection, abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), was found to have uterine leiomyoma ("leiomyoma of uterus") and experienced infection ("infection") and abscess ("abscess"). The patient was treated with surgery (essure removed by hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine leiomyoma, infection and abscess outcome was unknown. The reporter considered abscess, infection, medical device removal and uterine leiomyoma to be related to essure. The reporter commented: patient received treatment for leiomyoma of uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In an adult female patient who had essure (batch no. 664667), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), was found to have uterine leiomyoma ("leiomyoma of uterus") and experienced infection ("infection") and abscess ("abscess"). The patient was treated with surgery (essure removed by hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine leiomyoma, infection and abscess outcome was unknown. The reporter considered abscess, infection, medical device removal and uterine leiomyoma to be related to essure. The reporter commented: patient received treatment for leiomyoma of uterus. Most recent follow-up information incorporated above includes: on(B)(6) 2020, medical records received: new reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.